Event description:
It was reported that during preventive maintenance, the cardiosave model intra-aortic balloon pump (iabp) malfunctioned. Failed drive manifold test was reported. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.